Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had been defibrillated a year ago, and since then he has not used the scs system. The patient has multiple health issues that cannot be diagnosed due to the MRI restriction on the scs system. The patient's health care providers recommended the scs system be explanted to address his other health issues. The patient will consult with the implanting physician.